Event description:
The report states, "customer called in to report that she has been getting really high readings. She noticed that the readings also change a lot and are not dependable."

Manufacturer narrative:
The report states, "customer called in to report that she has been getting really high readings. She noticed that the readings also change a lot and are not dependable." The patient is a 92-year-old, 98 lb female end-user with a medical history of diabetes and thyroid conditions who is currently on blood pressure medication; the device had already begun malfunctioning prior to the call. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.